Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to france as repairs were carried out locally. During servicing, the pump triggered the 98-004 error when it was powered up. To solve this issue, the cpu board was replaced. The pump was then reassembled and powered up. They calibrated the device, which has performed the test procedure and the configuration. The pump was therefore released for use and returned to service. After several attempts, the spare part " cpu board " was not sent back to brézins for investigation. Without further information, the root cause of the reported event is likely due to a defective cpu board. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Error 98 (watchdog error). Replaced cpu board. More information is needed to investigate this issue fully.